Manufacturer narrative:
(B)(4). Investigation summary: no device was received. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of universal handle broke off during surgery.